Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer's representative (rep) reported the patient's swelling had gone down as of (B)(6). It was once again mentioned the patient had fluid in the pocket after theimplantable neurostimulator (ins) was moved and a pump was used to remove the fluid but both the patient and healthcare provider (hcp) reported there was no infection present.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type:recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6)2011, product type: lead. (B)(4).

Event description:
The manufacturer's representative (rep) reported the patient had a pocket revision due to it causing pain and discomfort at the pocket. The healthcare provider (hcp) kept everything the same but moved the pocket site. It was noted the patient was given antibiotics for prevention of infection. It was noted a drain was placed and removed on (B)(6). Relevant medical history includes peripheral neuropathy and spinal pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) was repositioned 5 weeks ago and the patient had surgery again 3 weeks ago due to a hematoma developing after the ins repositioning. The healthcare provider (hcp) went in to clean out the pocket site. There was bruising and swelling. Currently there was no bruising or swelling however.